Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error during a bolus. The customer's blood glucose was 8.6 mmol/l. The customer's insulin pump was not dropped, bumped or exposed to moisture. The customer had not been exposed to a magnetic resonance imaging machine. The customer stated that rewinding the insulin pump was possible. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.